Event description:
Information was received indicating that a patient receiving 5-fluorouracil (diluted in d5w) via smiths medical cadd® administration set was found to be leaking at the air-eliminating filter site after 150 hours. The infusion was stopped, and tubing changed out with no adverse patient effects.

Manufacturer narrative:
One cadd administration sets - flow stop was returned for analysis. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. Delamination was found in both joins of the filter with the tube. Leak testing on the sample received was performed using hydrostat vessel, to look for unusual functions; a leak was observed fleeing from the air vent of the filter in the sample. Per previous complaints a review of the manufacturing was conducted in order to verify that there are no situations or practices that could create the event. Production performs a leak test to 4 units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjustment. The tests were reported to be properly performed. A current cause of the issue has not been determined.